Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the proximal conductor filars and outer insulation melted (appears cauterized)a t 23.5cm, minimal blood ingress visible in proximal conductor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged during coronary artery bypass graft procedure and exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.